Manufacturer narrative:
Date of event: please note that this date is based off of the month of publication of the article as the event dates were not provided in the published literature. (B)(4).

Event description:
Sillay, k.a., larson, p.s., starr, p.a. Deep brain stimulator hardware-related infections: incidence and management in a large series. Neurosurgery. 2008; 62(2): 360-366; discussion 366-367. Doi: 10.1227/01.neu.0000297020.60125.fc. Summary: device-related infection is a common complication of deep brain stimulator (dbs) implantation. We reviewed the incidence and management of early hardware- related infections in a large series. Reported events: a 76 year-old man with deep brain stimulation (dbs) for parkinson's disease (pd) experienced an infection at the chest location which presented 8 days after implant, and was successfully treated with partial system removal of the extension and implantable neurostimulator (ins). The authors indicated that the patient presented with localized swelling, erythema, purulence and/or drainage around the ins incision. It was noted that the patient recovered with no clinical signs of recurrent infection after 2-6 weeks of intravenously administered antibiotics, and subsequently underwent reimplantation. It was not possible to ascertain specific device serial numbers from the article or to match the reported event with any previously reported event. Follow-up to the article¿s corresponding author has been requested in the master file for patient/device info, event dates, and patient outcomes. A supplemental report will be submitted if additional information is received.